Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had device thrombosis. The patient had an elevation in his lactate dehydrogenase (ldh) and plasma hemoglobin (phgb). The patient had positive blood in urinalysis (ua). A ramp echocardiogram confirmed that the pump was unable to adequately decompress the left ventricle at higher pump speeds and worsening mitral regurgitation (mr). The patient was started on bivalirudin and the pump speed was increased. It was noted that the patient had a partially oversewn av. Subsequently, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 7 months. The device was returned, evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The evaluation of the lvad confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed small white depositions surrounding the outlet bearing ball. The depositions lacked lamination, lacked denaturing, were not adhered to the bearing ball or stator blades, and did not appear to have originated in this location. Although their specific origin and a duration in which they were present in the pump cannot be determined, slight contact marks were noted on the outlet portion of the rotor indicating that the depositions were likely present during support. If the depositions were present in the pump for an extended period of time, they would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions was performed and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating:patient presented with dark color urine,elevated ldh, phgb and vad power spikes. To operating room for pump exchange on (B)(6) 2015.